Manufacturer narrative:
(B)(4). Describe event or problem - additional. UDI # - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded, the data shows loss of connection on the date of issue. A pairing test was performed and it passed. The reported event of loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/16/2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "no product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined." Describe event or problem - correction "the receiver log was downloaded, the data shows loss of connection on the date of issue...the reported event of loss of connection was confirmed."

Event description:
Data was provided for evaluation. The reported event of loss of connection was confirmed via data. The root cause could not be determined. The receiver log was downloaded, the data does not show a loss of connection on the date of issue. The reported event of loss of connection was not confirmed.